Manufacturer narrative:
The customer contacted a siemens customer care center and reported an issue with the uninterruptible power supply (ups) battery backup. The customer took the ups to their maintenance department, where they removed an excessive amount of dust on and around the ups's exhaust fan. The siemens customer service engineer (cse) was dispatched to the customer's site and determined that the burning smell was isolated to the ups. The cse opened and inspected the internal components of the ups, and did not find any issue. Then, the cse replaced the ups and ran a system check, which recovered acceptably. Siemens determined that the dust may have contributed to the burning smell because ups was being deprived of air; air was not able to circulate, which caused the unit to get warm. Siemens further determined that this would not cause an unsafe condition as the ups is covered under the ul certificate, which requires that all material be made of a fire retarded material. Siemens further determined that the customer was shocked while removing the communication cable, which has a low voltage. Siemens determined that the customer's method in removing the cable potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that he received an electrical shock to the wrist from a screw on the back panel of malfunctioned uninterruptible power supply (ups) when he attempted to unplug ups that was connected to a dimension exl 200 instrument. The customer reported that he experienced temporary numbness but did not require medical intervention. He also reported that a burning smell emitted from the ups. There were no smoke or visible flames observed by the customer. The instrument was down for an hour as the customer bypassed the ups. There are no known reports of delay in patient testing or adverse health consequences due to the event.